Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), which resolved the malfunction. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during pt use, an 840 ventilator graphic user interface (gui) lower display was unreadable. The pt was removed from the unit, and place on another ventilator. There was no reported pt injury.